Event description:
The pt was implanted with a synchromed pump and catheter in 1999 for intrathecal infusion of baclofen for intractable spasticity related to spinal cord injury/spinal cord disease. The pt developed an infection and the pt underwent explantation of the pump and catheter in 2000. The pump and catheter were returned to the MFR for analysis. Several attempts have been made to obtain further details of this event, including pt outcome. A follow up report will be sent when add'l info is obtained.